Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. Procedure initiated with an ipsilateral antegrade approach. A sheath was placed, and the lesion was crossed with a microcatheter and guidewire. A non-boston scientific balloon catheter dilated the lesion and was followed with a 6.00mm / 2.0cm / 90cm peripheral cutting balloon advanced for residual stenosis. During the procedure, the balloon was inflated three times with each inflation pressure at 6, 6, and 10 atmospheres. On the third inflation that was between 9 to 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and with no damage observed. The position of the balloon rupture was on the tip side from the center in the shape of a pinhole. Another of the same device was used for dilation at 8 atmospheres to complete the procedure. No patient complications were reported.